Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the front panel and bezel were severely broken, which affected the pairing process of the wireless footswitch. Ln addition to the reportable malfunction, the following were noted: a damaged front screen, top hub, connector bezel, and stop switch. Additionally, the interlock connector required repair and it was missing the bottom rubber feet. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to patient identifier (B)(6) for the wireless laser footswitch.

Event description:
It was reported that the laser system's footswitch was not pairing. There were no reports of patient harm. Related patient identifers: tbd.